Event description:
The technician alleged that the brake casters still swivel when the brake is engaged. No pt impact.

Manufacturer narrative:
The technician replaced the brake pads to resolve the issue.